Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited oversensing noise. Further information was requested however, was not provided.

Event description:
New information noted that programming changes were performed. The patient was in stable condition.